Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed as a loss of connection over an hour was confirmed. The probable cause was determined to be the mobile device lost power which led to signal loss. The reported event of an unknown sensor issue is reportable based on the finding of a loss of connection greater than an hour. No injury or medical intervention was reported.